Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 654 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly except for the date, which the customer was assisted with correcting. The prime test passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.